Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms impedance on the ventricular channel after the pocket was closed. The lead displayed normal measurements with the pacing system analyzer (psa). The lead was reinserted and the setscrew was tightened, but the measured data still showed >2500 ohms impedance. The physician then replaced the pulse generator.